Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). System checkout was not completed under this case because the issue could not be replicated and it has been determined the issue was likely caused by frame movement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a c2-t2 spinal fusion, an imprecision was observed when checking anatomical landmarks. It was reported that an image acquisition from the imaging system was transferred to the medtronic navigation system where the imprecision was noted to be off by more than one level of the spine. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. It was noted that the physician did not state a specific inaccuracy, but stated "it seemed to be off a whole level". Manufacturing representative stated that the navigation system was inaccurate due to the frame being bumped, and it was noted the images were accurate.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.